Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlated between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2022, due to natural causes while at home in hospice care. Further information regarding the specific cause and details leading up to the patient¿s death were not able to be provided; however, the patient outcome was not considered to be device related and the pump had operated as intended. It was reported that an autopsy was not performed and heartmate 3 lvas, serial number (B)(4), was not explanted for evaluation. The hm3 lvas instructions for use lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from natural causes on (B)(6) 2022 after a period of home hospice care.